Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of high blood glucose readings, motor error and blank display from the insulin pump. The customer's blood glucose reading was 22.3 mmol/l. The customer's mother stated that her son's pump had shut off sometime during the weekend. The mother stated that her son had troubles with the act button during priming. The customer's keytone reading was high. The customer will be sent a replacement.